Event description:
It was reported that during a ptca/stent procedure in a lesion located in the cx, an unsuccessful attempt was made to inflate the balloon to 8 atmospheres. Pressure was lost immediately, and contrast was observed to be leaking out of the catheter, near the ostium. At this time, it was presumed that the pt suffered from an embolism, and had to be resuscitated for a short period of time. The pt stabilized and is reported to be doing well as of the date of this report.